Event description:
It was reported that there was oversensing in the ventricle intermittently after an atrial paced event. The oversensing could not be programmed around as ventricular blanking was fixed. The physician lowered the base rate and turned off rate response and till the pt's next visit.

Manufacturer narrative:
No medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. (B)(6).